Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic transcatheter valve, product ID: mdt-trans valve, serial number(s): unknown. H6: the codes present in h6 correspond to the components/products that comprise the reported event. Citation: watanabe e, kometani s, tsutsumi j, et al. (August 15, 2024). Emergency and prophylactic extracorporeal membrane oxygenation for patients undergoing valve-in-valve transcatheter aortic valve implantation with small surgical bioprosthesis: a report of four cases. Cureus 16(8): e66964. Doi:10.7759/cureus.66964. Earliest date of publication used for date of event. Medtronic products referenced: evolut pro+ (product code npt, PMA# p130021) and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding emergency (eecmo) and prophylactic extracorporeal membrane oxygenation (pecmo) use in patients undergoing valve-in-valve transcatheter aortic valve implantation (viv-tavi). The study cohort consisted of four patients who each underwent viv-tavi using a medtronic valve system (evolut pro+ or evolut fx) to treat a degenerated surgical bioprosthesis. Among all four cases, the authors observed the following adverse consequences: worsened aortic regurgitation (mild to moderate) and/or decreased blood pressure when the delivery system was advanced through the aortic valve, low output syndrome, need for eecmo or pecmo, shock warranting medicinal intervention, intubation, ventricular fibrillation necessitating cardiopulmonary resuscitation, worsened aortic regurgitation during or immediately after valve placement, and extension of stay in the intensive care unit (ICU). All four patients were discharged from the hospital without complications. No further information was provided pertaining to medtronic products.